Manufacturer narrative:
E1: "(B)(6) hospital." The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency unit displayed error code e433. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: d3 annex has been corrected to provide the accurate legal manufacturing site's address information. . This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: faulty pcb/generator board. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred before an unspecified diagnostic procedure. The intended procedure was completed with another similar device with no delay.